Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was kinked approximately 44.0 and 78.0 cm from the hub. The packaging tube for the neuron max was kinked in the location where the 78.0 cm kink on the neuron max would be positioned when packaged. The dilator and its packaging tube were undamaged. Conclusions: evaluation of the returned device revealed that the neuron max was kinked in two locations, and the packaging tube was kinked in the same location as one of the neuron max kinks. This type of damage likely occurred during transit between penumbra and the final destination; however, the initial complaint did not mention any noted package damage. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron max 6f 088 long sheath (neuron max) was kinked upon removal from its packaging. The kinked neuron max was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron max.